Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device. Correction: h6 and b2. Added life threatening.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture cause by a possible perforation. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture cause but a possible perforation. This lead was successfully replaced. No additional adverse patient effects were reported.